Event description:
While using athroscopic surgery blade during knee arthroscopy, small pieces of metal were noticed floating in the knee. Blade was removed and replaced. Metal pieces were removed by continuous irrigation.